Manufacturer narrative:
Information received from the manufacturer's service technician on 30 jul 2019, stated by phone troubleshooting that the distributor representative was able to clear the tcmid: 05 (coolant diff failure) error message by unplugging and reconnecting the power cord of the console and rebooting the console. The thermogard console (sn: (B)(4)) was placed back in service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
After completion of the ivtm therapy, the thermogard console (sn: (B)(4)) displayed a tcmid:05 (coolant diff failure) error message, upon setting the console to stand-by mode. The user was unable to clear the error message during troubleshooting. No patient involvement.